Event description:
It was reported the patient experienced additional lower back pain since having the implantable neurostimulator (ins) implanted. Reprogramming did not resolve issue. When stimulation was turned off, the patient experienced shocking or jolting in the area of parasthesia and up her back. This occurred when the patient changed postures: sitting to standing and laying to sitting. The patient weighed (B)(6) and had lost weight since the implant of the urinary control system, which had been turned off. This was when she started noticing the shocking. The spinal cord stimulation therapy worked well with no shocking. The patient had a pre-existing condition of inflamed liver. When the ins was turned on, stimulation was felt in the liver, which led to a bloated feeling. The ins was turned off to stop this feeling. There was a grape size "ball" in the lumbar area, which followed the line of the lead. Xray showed that the lead was properly lined up. Impedances were normal at 509 and 779 ohms. Additional information reported that reprogramming was performed and temporarily solved the issue. The new settings were better. No surgical intervention was planned.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).